Manufacturer narrative:
(B)(4). Information was not provided by the contact. A DHR review was conducted and no discrepancies were observed during the manufacturing process.

Event description:
It was reported that post implant a realize adjustable gastric band, the patient was not losing weight. During a diagnostic laparoscopy, the surgeon determine if the band tubing was not l attached to the port. During the procedure, the strain relief was not found. The port was replaced.